Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the deployment string on the contralateral leg component broke while deploying the graft. The physician was able to dissect through the device catheter and deploy the device. The patient tolerated the procedure and no further complications were reported.